Event description:
The mayo stand cover was used during set-up to cover a mayo stand in preparation for surgery. It was discovered at this time that there was a "split" noted entirely along the seam. The seal was not intact and the mayo stand cover slid completely through and off the stand. The entire surgical case had to be broken down and set up again secondary to a break in sterile field.